Event description:
It was reported that drug leaks between the leg and the hub 2 weeks after use. What drug leaked out from device?- antibiotics. Is healthcare professionals / patient expose to the leakage? If yes, is there any treatment provided? A patient. But, no extra treatment.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph which depicted a portion of powerpicc catheter (non-solo). The depicted portion included a portion of purple luer connector and extension tubing. Adhesive-like residue was observed at the luer/tubing joint. The extension tube exhibited necking near the interface. Neither leakage nor damage suggestive of leakage could be confirmed through examination of the photograph; however, the sample could not be thoroughly examined or functionally tested. Consequently this complaint is inconclusive at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that drug leaks between the leg and the hub 2 weeks after use. What drug leaked out from device?- antibiotics. Is healthcare professionals / patient expose to the leakage? If yes, is there any treatment provided? A patient. But, no extra treatment.